Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The sensor was inserted into he abdomen. On (B)(6) 2025, it was reported that the patient was alleging that her app was not alerting based on her settings. Her low alert was set to 85 mg/dl but it was not alerting her and the urgent low did not work either. It only alerts her if the reading was 44 mg/dl which was a very critical level. On (B)(6) 2025 at around 1:30am to 2:00am, the patient was awaken by a low reading alarm (44 mg/dl) by her dexcom. Patient went to the bathroom, but she passed out and hit her head on the edge of her tub. The patient was living alone and was living in a small apartment. When she woke up (unspecified time, patient does not recall how long she was unconscious), she felt dizzy and her legs were shaking and she was discombobulated but she managed to treat with 2 glasses of lemonade and heated food in the oven. After that, she went back to sleep and never seek medical attention or called 911. Patient does not recall what her reading was after the event. During the call last (B)(6) 2025 the patient still did consult any medical help and she still has some bruising on her face and her neck was hurting. No other details were documented. Data investigation confirmed an alert issue as no audio output. The probable cause is always sound disabled. On (B)(6) /2025 at 12:06 am, the patient's estimated glucose value (69 mg/dl) dropped below the low alert threshold (85 mg/dl), and the app delivered low alerts until 12:31 am at 0% volume. The low alerts did not escalate in volume as the always sound feature was disabled. At 12:36 am, the egv (54 mg/dl) dropped below the urgent low alert threshold (55 mg/dl), and the app delivered and urgent low alert at 0% volume. At 12:41 am, the app delivered an urgent low alert at 50% volume with an egv of 48 mg/dl. From 12:46 am to 01:06 am, the app experienced signal loss under an hour. At 01:11 am, the app delivered a low alert at 0% volume with an egv of 81 mg/dl. The app experienced 5 minutes of signal loss. At 01:21 am, egvs (90 mg/dl) return within target range (85 - 180 mg/dl). No additional event or patient information is available.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into he abdomen. On (B)(6) 2025, it was reported that the patient was alleging that her app was not alerting based on her settings. Her low alert was set to 85 mg/dl but it was not alerting her and the urgent low did not work either. It only alerts her if the reading was 44 mg/dl which was a very critical level. On (B)(6) 2025 at around 1:30am to 2:00am, the patient was awaken by a low reading alarm (44 mg/dl) by her dexcom. Patient went to the bathroom, but she passed out and hit her head on the edge of her tub. The patient was living alone and was living in a small apartment. When she woke up (unspecified time, patient does not recall how long she was unconscious), she felt dizzy and her legs were shaking and she was discombobulated but she managed to treat with 2 glasses of lemonade and heated food in the oven. After that, she went back to sleep and never seek medical attention or called 911. Patient does not recall what her reading was after the event. During the call last (B)(6) 2025 the patient still did consult any medical help and she still has some bruising on her face and her neck was hurting. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.